Event description:
While attempting to defibrillate a pt the device was charged up to 200 joules and failed to discharge with electrodes pads attached. The clinician obtained another device to continue treating the pt. There was no adverse effect to the pt due to the reported malfunction.